Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed .there was interference mark in the image sometimes due to defective cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image had stripes and interference on the camera head, during reprocessing. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to communication failure caused by cable failure. The cause of cable failure could not be identified. However, a definitive root cause could not be determined. Damage to the camera cable can be prevented by following the instructions for use which states: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.